Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, wear abrasion and opening. A microscopic analysis was performed which identify an opening sharp valve bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening in the valve bond edge side assessed as unidentified (tear) opening.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.